Manufacturer narrative:
A physio-control service representative evaluated the customer's device and verified the reported issue. Battery pins were bent and caused the device to unexpected shut down when moved. After replacing the battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.